Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective cable unit. Furthermore, coupler corrosion and focus button deform were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head image flickering during a therapeutic laparoscopic cholecystectomy procedure. In addition, the image disappeared and came back. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (image flickering) occurred due to a faulty cable unit. However, the cause of the faulty cable unit could not be identified olympus will continue to monitor field performance for this device.